Manufacturer narrative:
Nalu rep was present during the initial implant procedure and confirmed malplacement of the implanted lead. Attempts were made during the implant to reposition but were unsuccessful. Additional attempts were made to use programming to mitigate the placement of the leads and were also unsucessful. Revision procedure was aborted due to excessive bleeding. Additional surgical revision is planned to reposition the implanted lead.

Event description:
Patient was implanted with nalu peripheral nerve stimulator on (B)(6) 2023 to target the cluneal nerve. During the implant procedure the physician inadvertently advanced the lead on the right side past the target point. Attempts were made to pull the lead back into the desired position but was unsuccessful. Procedure was closed leaving the lead in place. During activation on (B)(6) 2023 it was confirmed that the placement of the lead on the right side was not able to be programmed or otherwise manipulated to provide pain relief to the targeted area. Patient was scheduled for surgical revision to correct the placement of the implanted leads. On (B)(6) 2023 the patient was prepped for surgical revision. The physician made an incision and was unable to move any further with the procedure due to excessive bleeding from the incision site. Doctor was able to stop the bleeding and close the incision. Revision was aborted.